Event description:
A pediatric patient was scheduled for dialysis. The dialysis machine was programmed and connected to the patient including heparin for anticoagulation throughout the dialysis session. Dialysis was initiated and vital signs and heparin administration was documented. Approximately one hour after dialysis was started, the heparin syringe was empty earlier than expected. At that point, the bedside nurses recognized the error in programming the continuous infusion rate. Instead of 0.2 ml/hr it was entered as 2 ml/hr. The patient was assessed and given a dose of protamine. There were many issues we found with the dialysis machine in terms of pediatric use. Heparin bolus and continuous infusions were ordered as units/hr however this machine only allows programming as ml/hr requiring an additional math step that is not verified. Additionally there are no safeguards in terms of upper and lower limits for appropriate infusion rates. There is nothing that can be programmed to prevent anyone from entering 10 times or even 100 times the desired dose or what is recognized as normal dosing. This machine also does not utilize a decimal point and goes against what is regarded as safe practice. To enter 0.2 ml/hr, the dialysis nurse must press only the "2" button as there is a fixed location of the decimal. If they want to program 2 ml/hr, they press "2" and "0". Programming the dialysis pump in this manner is not consistent with programming smart pumps and not consistent with the safe policy of not utilizing trailing zeros but utilizing a leading zero. This pump allows many unsafe practices when used in the pediatric setting.